Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found haptic broken. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to low vault in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, 'after surgery patient's arch was too high and too low." After explanting the lens, it was found that patient's suspensory ligament was not examined and it was relaxed, so lens was explanted. Patient is unwilling to have another operation to replace lens."